Event description:
During emergency liver transplant case induction was aborted when patient observed having difficulty breathing. Product replaced with standard non-humidified circuit. Doctor reports the flow resistance of the circuit is excessive, making normal breathing difficult. The wick material inside the tubing takes up nearly all the inside diameter in several spots. When water is added to the wick, the air flow is very restricted.======================manufacturer response for circuit, breathing,humidified, anapod (per site reporter).======================same problem was reported previously by doctor. This reporter unaware of response.